Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt (B)(6) lost stimulation. An x-ray was taken for further interrogation revealing a lead fracture near the anchor site. The pt denies experiencing any falls or trauma which may have contributed to this event. Surgical intervention was undertaken to replace the lead. Diagnostic testing prior to removal found invalid impedance measurements for all lead contacts. Effective stimulation was recaptured for the pt following the replacement procedure.